Manufacturer narrative:
(B)(4). Retainer ring=clear. Pump alarmed critical pump error after battery installation. Pump error was noted in the history download due to moisture damage to force sensor. Unit successfully downloaded to crest and thus. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and faded serial number label. The p-cap/reservoir does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.